Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.

Event description:
It was reported that lead integrity alert (lia) tones triggered due to oversensing. At the explant, no header or set screw issues were observed and the noise could not be replicated. The physician choose to replace the device. In addition, a new lead was placed for pacing and sensing and the high voltage portion of the lead remains in use. There were no patient complications reported as a result of this event.